Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that there was an error message of cf0b. An alternate device was deployed. No other details regarding the nature of this event were provided.